Manufacturer narrative:
(B)(4). The first xience stent mentioned is being filed under another MFR#.

Event description:
Adverse event: restenosis/death. Onset of adverse event: six months post stent implant. Device issue: none. It was reported that the pt had two xience v stents implanted. Six months post implant, the pt returned to the hospital. The pt had 99% restenosis and passed away. No additional info was provided.